Event description:
It was reported that during insertion of the swg, the swg unraveled. The event occurred in the surgery department and the insertion site was the right internal jugular vein. The swg was removed and it is unk if there was another attempt at the procedure. It is unk if there was a delay in treatment. No complications or death occurred to the pt.

Manufacturer narrative:
(B)(4).